Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer took a bath. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred during load process. Reportedly, the customer attempted to load the cartridge prior to the altitude alarm clearing. There was a delay in clearing the alarm; however, insulin delivery was resumed after a new cartridge was loaded. The customer's blood glucose level was 180 mg/dl.